Manufacturer narrative:
Other relevant device(s) are: micra. Model #: mc1vr01-delsys / expiration date: 28-dec-2020 / serial#: (B)(4). UDI #: (B)(4). Device available for evaluation: no. Dev rtn to MFR? No. Mfg date: 18-jul-2019 labeled for single use: yes. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the leadless implantable pulse generator (ipg) could not be retrieved into the delivery system (ds) and fell out of the ds and got stuck on the valve inside of the leadless ipg sheath. It was removed from the sheath using manual traction on the tether. The leadless ipg system was removed and replaced. No patient complications have been reported as a result of this event.